Manufacturer narrative:
Product event summary: analysis found that the battery drawer was broken and the battery contacts were sticky. The battery drawer was replaced and the battery contacts were cleaned. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.